Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 111 mg/dl. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.